Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
Device returned and evaluated and the findings were forks bent.

Event description:
The dealer stated the front, forks are bent.

Event description:
The dealer stated the front, forks are bent.